Manufacturer narrative:
Concomitant products: 446945 lead, implanted: (B)(6) 2005, 694758 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds causing premature battery depletion. The lv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.